Manufacturer narrative:
Based on the information provided, the cause of the reported complication was deemed to be product related. The customer reported that the blue reload fired during this event was discarded, and therefore cannot be returned for further investigation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A stapler log review was performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer: logs show part number 480445-04, lot number t10220609-0227, was installed on the system 9x and fired 9 reloads (1 blue, followed by 8 green). On the first install, with a blue reload, there were 9 clamps attempted. The first clamp was aborted by the user at ~38%. The next 6 clamp attempts were incomplete, with completion percentages ranging from ~63% to ~70%. The last two clamps attempted on this install were successful and firing was completed per the logs, with no pause for compression. There were no more incomplete clamps, no incomplete unclamps, or firing failures for the rest of the procedure. On installs 2, 5, and 6, the system failed to detect the reload color, and the user manually selected the green reload via the gui on the ssc touchpad in each case. The 3rd, 7th, 8th, and 9th firings all had 1-2 pauses for compression. There were no stapler related errors in the msc logs. This event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection and abdominoperineal resection surgical procedure, the staple line opened up after using a sureform blue reload. To approximate the tissue, the drain was reportedly left in place to ensure adequate healing and closure.

Event description:
It was reported that during a da vinci-assisted low anterior resection and abdominoperineal resection surgical procedure, the staple line opened up after using a sureform blue reload. The staples did not properly form. The procedure was completed robotically. The indication for this procedure was rectal cancer. The surgeon reported that this complication occurred during the stapler instrument¿s second fire of the procedure, and occurred while transecting the distal rectum. The surgeon reported that the stapler¿s first fire occurred without issue. However, during the clamping phase of this second fire, a message was received saying the tissue was too thick. The surgeon dissected the tissue and clamped again without error. The sureform 45 fired the blue reload without issue, but upon unclamping, the surgeon noticed that the staple line did not stay together. The surgeon reported being able to see into the lumen of the rectum. The staples all deployed, but the staple line did not hold. The surgeon said there were no malformed staples, and no bleeding. The surgeon reported that there were no obstructions in the way of this staple line, but that they did fire over an existing staple line. Due to the staple line complication, the surgeon reported leaving in a drain for healing. The surgeon fired another staple line to remove the incomplete staple line with the specimen. The surgeon said it is unclear how this event effected the procedure and patient outcome, but added that it may have contributed to the patient acquiring a post-operation surgical site infection at the rectal stump with staple line dehiscence. The surgeon said this event could have spilled microscopic tumor particles and cause a long-term complication. The surgeon added that it is the long-term relevance of the rectal cuff is undetermined; the surgeon said it should heal with a drain placed. The patient experienced post-operative staple line dehiscence with a small pelvic abscess that required oral antibiotics, prolonged inpatient stay, and transrectal drainage. The patient was readmitted to the hospital due to a fall at rehab that resulted in a broken femur.

Manufacturer narrative:
On 04-feb-2023, intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the staple line dehiscence reported was the blue reload that was initially reported during this event: "the proximal staple line was widely open and noted intra-operatively. The distal staple line appeared intact visually but could not be tested because the patient was so severely contracted from paraplegia that we did not have access to his anus. We left a drain on top of this suspicious staple line as our second-best option. Unfortunately, there was a gap of approximately 2cm between this drain and the base of the staple line that an abscess formed in two weeks later, and when we examined his anal canal at that point, we found that the distal staple line had indeed opened as well."

Event description:
Refer to h10/h11 for follow-up information.